Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: there was moisture evident behind display lens. The pump is unresponsive, no audible tone, no vibration and a blank display. The battery cap is able to fully tighten. Battery compartment cracks observed in thread a area and below grip pad. Leak test shows leak at battery compartment crack. Removed pump case, evidence of moisture contamination inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.